Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation it was noted the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock imepdance measurements. A commanded shock was given and produced a code which indicated there was high shock impedance measurements during the delivered shock. Boston scientific technical services (ts) was consulted and recommended replacement of the device and lead. A revision procedure was performed where the ICD was explanted and rv lead was surgically abandoned. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.